Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx als monitor indicating faulty m1663a ECG cable and patient terminal cable does not pass the test. There was no reported patient impact / injury. The field service engineer and confirmed with customer technician. That the functional check indicates a faulty ECG cable. Fse proceed with the order of spare parts to solve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.